Event description:
Patient presented with a fracture three weeks post op. Patient was brought back into hospital for a circlage wire. We have been informed on (B)(4) 2013 only. Ref # 3005180920-2013-00050.